Event description:
Per the clinic, the patient experienced mastoid abscess and cholesteatoma with keratin surrounding the electrode into the middle ear (not cochlear device related). Subsequently, the device was explanted on may 19, 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached.